Event description:
Medtronic received information that this bioprosthetic valved conduit, implanted 100 days, was explanted when significant narrowing of both pulmonary arteries and residual (congenital) vsd was found. (On day of life (dol) 1, the patient was taken to the operating room for truncus repair, partial closure of the asd and placement of a 12mm contegra.) Post-op, the patient required significant inotropic support and developed junctional ectopic tachycardia, treated with amiodarone. On post-op day 4, extubation was unsuccessful due to right diaphragm paralysis. On post-op day 12, the patient was returned to the operating room for a diaphragm placation. Extubation was successful 3 days later and the patient was weaned off all inotropic support. Over the next few months, the patient required re-intubation several times as well as placement of a gastrostomy tube. Additionally, the pulmonary arteries were stented, but this caused an increase in the shunting across the vsd and resulted in reintubation. The patient was again taken to the operating room on day of life (dol) 101 where the contegra was replaced with an 11mm pulmonary homograft, dacron patch closure of the vsd and suture closure of the asd. The patient was discharged on dol 120 with a nasal cannula at .5 liters, continuous g-tube feedings and a host of medications. The patient was readmitted to the hospital on dol 137 for pneumonia which required intubation and multiple antibiotics. The patient was able to be discharged on 1 liter oxygen on dol 196. The patient required several more admissions to the emergency room/hospital for respiratory distress, but did not require intubation. At 201 days after the replacement if the contegra valve (on dol 302), the patient expired.

Manufacturer narrative:
(B) (4): evaluation results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without return of the conduit for evaluation, no definitive conclusions can be drawn regarding the performance of the valve.